Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure. During the procedure, the patient began to experience discomfort and trouble breathing. In turn, the lead intended for use was removed before it was secured and the procedure was abandoned. The patient is stable and doing well.